Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that during the procedure the 2.75 x 15 mm nc traveler balloon ruptured. A non-abbott 3.0 x 15 mm balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: the procedure was performed to treat a lesion with no tortuosity, no calcification and 90% stenosis in the proximal left anterior descending (lad) coronary artery. During advancement of the nc traveler balloon catheter for post-dilatation, resistance was met with the implanted xience alpine stent and the balloon ruptured at 6 atmospheres during the 1st inflation. No additional information was provided.